Manufacturer narrative:
(B)(4). This initial/final MDR will be the only report submitted for MFR report #1226348-2018-00678. Device manufacture and expiration dates are unknown as the serial/lot number are unknown. Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
It was reported by a healthcare professional that a codman 3000 pump (ap03000l/unk serial number) was refilled on (B)(6) 2018 and the physician ordered the patient¿s pump to be emptied of morphine on (B)(6) 2018. On (B)(6) 2018, 30 ml of morphine 3 mg/ml were placed into the pump at approximately 2:00 pm. At 1:00 pm on (B)(6) 2018 the return was 28 ml, when it should have been 29.5 ml. The patient received 6 mg of morphine as opposed to 1.5 mg in 23 hours. The patient was admitted to the hospital for altered mental status. The pump was implanted in the patient in 1998. The non-core needle supplied with the refill kit was used for each refill. There was no evidence of leakage coming from the septum and no difficulty encountered during refill. The pump has not been explanted from the patient as the patient does not want to have surgery at this time. Instead, the pump was filled with saline on (B)(6) 2018 and then put on oral medication. The patient was monitored in the hospital and reported to be stable. The patient¿s original diagnosis is unknown.